Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the stabilizer was found kinked at 50 cm and 53 cm from the proximal end and 5 mm from the distal end. The distal taper tip of the stent was removed/detached and was not returned for evaluation. The delivery catheter was flattened at 16 cm from the proximal end and at 6.5 cm from the distal end. The stent was contained within the delivery catheter and some slight deformation was noted. Functional testing could not be performed as the stent was contained within the delivery catheter and the stabilizer was not within the catheter. A patency mandrel was advanced through the catheter and the stent was found deployed from the distal end of the catheter. As per the additional information, there was about 80 percent stenosis and calcification at the lesion. There was some tortuosity to the patient¿s anatomy. It is probable that the anatomical factors present during the clinical procedure caused the damage noted to the device and subsequent reported difficulty to deploy the stent. During evaluation, the distal tip of the stent was found detached from the stabilizer and the stent was deployed within the catheter, it is probable that this occurred during retraction of the stabilizer within the catheter. An assignable cause of procedural factors will be assigned to the as reported issues ' nv - stent failed/ unable to deploy ' and to the as analyzed issues ' nv ¿ stent stabilizer kinked/ bent', ' nv ¿ stent stabilizer broken/fractured ', ' nv ¿ stent delivery catheter flat/ crushed ', ' nv - stent deformed' and ' nv - stent deployed prematurely outside patient', as the issues are associated with a product that meets stryker design and manufacture specification and was used in according with the direction for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the stent was deployed within the catheter. There was clinical consequences to the patient as a result of this event.